Event description:
It was reported that the procedure was to treat a heavily calcified, de novo lesion in the mid circumflex artery. Reportedly, pre-dilatation was performed with a non-abbott balloon and the 2.25 x 12mm xience prime stent delivery system (sds) was advanced; however, the stent balloon ruptured during first inflation at 5 or 6 atmospheres. Post-dilatation was performed to the stent implant with a non-abbott balloon. A second 2.25 x 12mm xience prime was deployed proximal to the first xience prime stent implant due to the long lesion. There was no resistance during preparation, advancement or removal of the sds. After the procedure, elevation of creatine kinase level was noted, but was resolved without treatment. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Guide wire: sion blue, hi-torque flexi-wire; guide cath: wildcath. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The lot number was reported as either 3102141 or 3080941. A review of the lot history record for both lots revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database for both lots revealed no other similar incidents reported for balloon ruptures. Based on the reviewed information, no product deficiency was identified. For lot #3102141, the expiration date is 10/25/2015 and the manufacturing date is 10/2013. For lot #3080941, the expiration date is 10/25/2015 and the manufacturing date is 10/2013.